Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he performed control tests on the contour next one meter and obtained readings of 264 mg/dl, 253 mg/dl, 253 mg/dl, 298 mg/dl, 261 mg/dl, 278 mg/dl, 285 mg/dl, 266 mg/dl, 262 mg/dl, and 314 mg/dl between 9:00 a.m. And 9:09 a.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. During the call, three additional control tests were performed and the readings were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips for evaluation. The suspected contour next control solution was not returned. Since lot # 8bv2g35 of contour next control solution involved in the event expired on 30-jun-2020, an in-house contour next control solution from lot # 9bv2g49 with expiration date 28-feb-2021 was used to perform in-house testing. The returned meter was tested with the returned test strips and in-house control solution, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.